Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 400 mg/dl on the morning of the call, and 346 at the time of the call. The customer was given food and glucose tablets to treat. The customer experienced symptoms such as feeling tired. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer treated the high with a bolus. The insulin pump will not be returned for analysis.